Manufacturer narrative:
Initial.

Event description:
It was reported that a user received an ¿unable to proceed¿ alert during the fill tubing step, consistent with a device alarm related to a flow obstruction or occlusion in the infusion set pathway. Symptoms included no adverse clinical effects. Outcomes included no interruption to therapy after troubleshooting and education were provided. Investigation included customer service troubleshooting with a guided dry run that demonstrated successful priming of (B)(4) units and user instruction to change supplies. Investigation of this case revealed that the issue was not reproducible after the dry run and that replacing disposable components resolved the event, indicating a transient occlusion or setup issue within the infusion set or tubing. It was concluded, based on previously established findings for similar reports, that the cause was user technique or disposable component performance leading to a temporary occlusion that resolved with supply replacement.